Event description:
(B)(4). Woke up in severe pain just like after the essure procedure. I went to 6 ers and 3 drs. To be told I had kidney infection, cyst . Because no drs wanted to be responsible for removing the coils since they didn't put them in. Finally after 3 months of severe pain and being diagnosed wrong . Found a hospital that actually cared. Had the first surgery to see if the coils could be fixed. Right coil in uterus and left coil busting out of tube. So I had to be scheduled for a hysterectomy at the age of (B)(6)!